Manufacturer narrative:
The software investigation found that a specific cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Although unconfirmed as no parts were returned, the most likely cause was an issue with the computer hardware. However, the site chose not to replace the computer.

Event description:
A site biomed representative reported that during surgical set-up for a cranial procedure, they launched the cranial software and left the navigation system running in idle for approximately 10-15 minutes. When they attempted to use the navigation system, the cranial software was unresponsive to the keyboard button press and mouse clicks. A hard-re-boot powered off the system. After re-starting the system and cranial application the software functioned as it should. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿